Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for low blood glucose of 41 mmg/dl. It was stated that the insulin pump suddenly turned off twice during normal use. Troubleshooting was performed. The self test passed. The time and date were correct. It was stated that the husband noticed the customer had a seizure, and the ambulance was called. It was stated that the customer woke up and drank juice. It was stated that the customer's blood glucose increased to 72 mg/dl at the time of admission. No further information was provided.